Event description:
A customer from the united states reported to biomérieux a misidentification of an american proficiency institute (api) survey sample in association with the vitek® 2 gn test kit. The api sample, proteus vulgaris, was identified with the vitek® 2 gn card as low discrimination for proteus penneri/hauseri. The customer performed an off line indole test which was positive, and reported the result as proteus hauseri. Repeat testing with vitek® 2 gn identified proteus hauseri. The customer provided the test reports to biomérieux for evaluation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A biomérieux internal investigation was conducted on a api survey organism (api proficiency urine ur-11). The organism was tested on multiple lots of gn cards in duplicate, including 4 lots reported by customers and 1 random gn lot. The api 20 e was performed, as was the vitek® ms. On 2 of the customer lots, a low discrimination call of p. Penneri / p. Hauseri was obtained. On the remaining 2 customer lots tested and the random lot, a low discrimination call of p. Penneri / p. Pneumotropica was obtained. Api 20 e gave a good identification call of p. Vulgaris group. Vitek® ms gave a low discrimination call of p. Penneri / p. Vulgaris. Since the organism is indole positive, the vitek® ms call of p. Vulgaris would be correct. A comparison of reaction results for cards giving the misidentification call of p. Penneri / p. Hauseri against the expected reaction results for p. Vulgaris revealed 3 atypical negative reactions (ple, ilatk, aglu). A comparison of reaction results for cards giving the misidentification call of p. Penneri/p. Pneumotropica against the expected reaction results for p. Vulgaris revealed 4 atypical negative reactions (proa, ple, ilatk, aglu). The investigation concluded the submitted isolate exhibits atypical growth behavior. The vitek® 2 gn test kit performed as intended. .